Manufacturer narrative:
(B)(4): this customer reported that they were unable to acquire a paddles ECG waveform during an arrest. The involved patient died. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
This customer reported that they were unable to acquire a paddles ECG waveform during an arrest. The involved patient died.